Manufacturer narrative:
Product analysis: nine set screws returned for analysis, without lot number identification, secondary segregation or indication which set screws were found in vivo backed out. Visual and microscopic examination of the rod interface witness marks and deformation of all nine set screws did identify starburst-style witness marks on two of the nine returned set screws. Additionally, both of these set screws were found to have either asymmetrical rod deformation marks, or no rod deformation marks at all. Conclusion: the above observations are consistent with partial or incomplete seating of the rod into the mas saddle at final tightening.

Manufacturer narrative:
Review of submitted x-rays reveals "post operative x-rays are provided. An l1-s1 construct is present with several levels of skipped instrumentation and a kyphotic deformity at the thoracolumbar junction. The construct stops at the kyphotic apex and the instrumentation appears undersized.root cause surgical technique."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015 patient underwent surgery that was a 4 level acdf for anterior then continue posterior 3 level plif using spinal systems. Post-op, on (B)(6) 2015,patient had complained of back pain, and had come in for an x-ray. After which, it was found that the set screw was loosened and came off screw head and the rod was protruding. Patient had then gone in for revision. During revision it was also found 2 other set screws also loosened although they did a proper break-off and tightening during 1st surgery. Products were explanted during the revision surgery.